Event description:
It was reported that the balloon ruptured before use. Patient demographic information was requested but unavailable. There were no patient complications reported. Per additional information, a memo stating that there was a hole was written on the bag in which the returned device was in. Per product evaluation, balloon was found to be deteriorated with missing pieces.

Manufacturer narrative:
The reported event of the balloon inflation issue was confirmed. The balloon was deteriorated and many holes were observed. As received, the inflation lumen was filled with clear material and it could not be removed. After cutting the proximal windings, the edges of holes did not appear to match up. No visible damage was observed from both windings and catheter body. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was generated earlier. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.